Manufacturer narrative:
(B) (4). (B) (4). Articulation gear teeth. Eval summary - the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully fired and with no damage to the spring reload lockout. The returned device was tested for functionality with a test reload on the 3 articulated positions; when fired to the left, center and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4).

Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. The surgeon tried to articulate the device, it would articulate only in one direction, before putting down the trocar. Another device was sued to complete the case. There was no adverse consequence to the patient.